Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy procedure in 2008. During the procedure, there was difficulty with the device driving the disposable hand pieces. The surgeon converted to an open procedure to remove the uterus fundus. During the laparotomy, upon lavage, bleeding occurred. A trauma surgeon and vascular surgeon were called to assist. The patient experienced prolonged hospital stay and two open incisions.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2008-01239. The same patient is represented in each medwatch.